Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, g3, g6, h1, h2, h6, h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11. A review of the most recent repair record determined the locking system was malfunctioning due to broken circlips. A review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the drill attachment would not hold drill bits to perform surgery. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported.  Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h10 the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.